Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional product code: ktw. Device broke intra-operatively; device is not considered implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent a trauma surgery on (B)(6) 2018. During the procedure, the surgeon inserted the cortex screw into the bone manually using an unknown screwdriver and the screw head sheared off from the screw shaft. The surgeon used it as an independent lag screw and not through a plate. The surgeon decided to leave the screw shaft in the bone and continued with the procedure. It is unknown if there was surgical delay. There was no patient consequence. Procedure outcome is unknown. Concomitant device reported: unknown screwdriver (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: visual inspection shows the screw head broke away from the shaft. Please note that only the screw head was returned as the shaft is still embedded in the patient. The received condition does agree with the complaint description for broken and is confirmed. The cause of the issue could not be determined to be use error, misuse/abuse, noncompliance, postoperative trauma. Document/specification review: no design or manufacturing defect or deficiency was observed during the investigation. A DHR review could not be performed as the lot number is unknown. Material/hardness review: the material review could not be performed as the lot number is unknown, however based on the complaint description it most likely that too much torque was applied with the unknown screwdriver that lead to the breakage. Investigation conclusion: based on the available information a definitive root cause could not be determined, a possible cause for the breakage was that too much torque was applied with the unknown screwdriver. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.